Event description:
Tiny bullet type needle detached from suture material as physician was suturing sling device into place. Physician unable to retrieve, needle left in pt. This was disclosed to pt. Physician and rep for product do not feel that this should cause any pt harm.